Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history review) for the cyclesure biological indicator (bi) (lot# unk) could not be performed since the lot number was unknown. The service and complaint history for the cyclesure bi did not reveal a trend for suspect positive bi. Trending analysis for suspect positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) is reported to reveal a low-safety risk to the user. The hhe (health hazard analysis) is considered to have a none/ negligible risk. The cyclesure bi was not returned to asp for investigation. Since the lot number was not provided retain testing was not possible. The root cause of the report of positive bi is unknown. It is suspected to be user error as reported by the customer; however, specific details of the error are unknown / not provided. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00159 and 2084725-2010-00160.

Event description:
A customer alleged an event of suspected positive biological indicator (bi). The bi lot number is unknown. In addition, the results of the previous and subsequent bi's are unknown. No injuries were reported from the unrecalled load. The reporter stated that the positive bis are most likely due to user error because they only occur with one user who works weekends only. Bi processing was reviewed with the particular healthcare worker.

Manufacturer narrative:
(B)(4) no code available; suspected positive bi. An asp fse field service engineer (fse) was dispatched onsite to assess the sterrad 100s unit. He stated that he found the unit working properly. He ran a diagnostic empty chamber cycle and the unit operated normally. The unit meets manufacturer's specifications.